Event description:
A company representative became aware of dbs lead implantation procedure using the navinetics stereotactic system where one of the two implanted leads was reported over 2mm from the planned target, the other lead was accurately positioned under 2mm. The user stated overall positive clinical outcomes and no intention to readjust the lead placement, and no reported adverse effects experienced by the patient.

Manufacturer narrative:
Review of imaging data with the user did not identify a clear root cause for the observed target inaccuracy. The user did speculate that there may have been influence from either or both the dura during cannula implantation and fixation of the ao drive on the frame which could be a factor in the observed lead deviation. Accurate implantation of the second lead in this patient indicates no apparent product malfunction. Navinetics is submitting this report to comply with 21 cfr part 803, medical device reporting. Submission of this report does not constitute an admission of product problem, malfunction or product defect.